Event description:
It was reported that when the device, with reload cartridge, was used during a laparoscopic trans colectomy procedure, it did not staple. The case was completed by converting to an open procedure. There were no further pt consequences reported.